Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: the sliding sleeve and the handle were returned disassembled for investigation. Upon visual inspection, the spring over the coupling part of the handle was found missing. The tip of the coupling part was also deformed and the handle had small circular indentation on one side. Based on the date of manufacture, the current and the manufactured revision of drawings for the part were reviewed. A dimensional inspection was deemed irrelevant as the issue was identified to be due to the spring missing from the handle. The complaint condition can be confirmed based on the available information. The item was missing a component leading to the loose fitting of the sliding sleeve over the coupling part. The item also showed signs of damage which are consistent with regular use of the device. A definitive assignable root cause cannot be identified from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (b)(64) as follows: it was reported on an unknown date, the qa handle from the lateral femoral nailing set was falling apart. The instrument was not used for surgery. It was unknown if the surgery completed successfully. There were no patient consequences are reported. This complaint involves one (1) device. This report is for one (1) silicone handle with quick coupling. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part number: 03.010.500 lot number: t160846 manufacturing site: (B)(4) release to warehouse date: 28-mar-2018 a review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.